Event description:
Adverse event: induced astigmatism. A physician called to report two pts with induced astigmatism and asked to have the system verified to be sure it was performing according to specifications. A complete status check was performed on (B) (6) 2008 and all parameters were found to be within specifications. No pt specific data was provided.

Manufacturer narrative:
Determination of root cause: assessment: a review for twelve months prior to the reported date for all clinical complaints showed no previous complaints for this system. A complete status check was performed on 04/08/2008 and found all parameters to be within specifications. Non-product factors such as individual pt response to the laser ablation, pt healing characteristics, and preoperative pt selection in accordance with criteria noted in the physician's booklet could not be ruled out without clinical/surgical records to review. The reported complaint of overcorrection could not be confirmed or denied. Conclusion: with the info provided, a root cause could not be identified. (B) (4)